Event description:
It was reported by the pt's mother that the pt was playing outside as usual. He became hot and sweaty. As a routine, the external parts are taken apart and placed in a drying kit. The mother was unable to remove the battery sleeve from the opus 2, so she asked her partner to check it. When they looked at the sleeve, the could see that the 3rd battery was protruding. It was assumed that the pt had put the battery in upside down, which prohibited the sleeve from being removed as usual. Whilst the mother's partner attempted to remove the sleeve, the 3rd battery exploded in his eye. He was immediately rushed to the emergency room. He has eye pain due to a small corneal abrasion. The pt's eye was irrigated and the pt confirmed significant improvement in his discomfort. Visual acuity was found to be 20/20 in each eye. He received a tetanus shot and pain relief and has been placed on antibiotics.

Manufacturer narrative:
The device should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.